Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn representative.

Event description:
A report was received that the patient was experiencing radicular pain. It was noted that the ipg was placed too low in the gluteal region. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing radicular pain. It was noted that the ipg was placed too low in the gluteal region. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing radicular pain. It was noted that the ipg was placed too low in the gluteal region. The patient will undergo a revision procedure.